Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced an unresponsive unlock function despite the touchscreen registering swipe input and responding to charger connection, while other on-screen elements displayed and responded; the device was initially slated for replacement, blood glucose peaked at 214 mg/dl during the incident, was out of range for about 30 minutes, and was corrected with the ilet once access was regained after a dexcom notification allowed unlocking. Symptoms included no reported clinical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer support troubleshooting, verification of device condition, and initiation of a firmware update that addresses the reported behavior. Investigation of this case revealed a screen interface malfunction related to the lock/unlock function without evidence of physical damage, and successful function after firmware update and sensor replacement. It was concluded, based on previously established findings for similar reports, that the cause was a software-related user interface anomaly addressed by corrective firmware.